Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 05/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/23/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data revealed no evidence of short battery life. The battery compartment was observed to be cracked in the area below the grip pad. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.